Event description:
It was reported that the screen was damaged. During physical inspection, it was found that the downstream occlusion sensor was stuck. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a stuck downstream occlusion sensor. A functional test was performed and the reported issue was confirmed. The cause of the stuck downstream occlusion sensor was unknown. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.